Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products; associated mdrs: 1225714-2014-05050 and 1225714-2014-05051.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2005 after the use of the product.